Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the battery drawer o-ring was missing. (B)(4).

Event description:
It was reported the device had little or no output on the ventricular channel even at 20 millamp setting. It was also reported the ventricular side output was only .43 millamp when set to 10 millamp and could not adjust. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the heart lead flex assembly. This analysis confirmed the failure was caused by diode component failure.